Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was under delivering. Customer had high blood glucose level and had symptoms like nausea, vomiting, abdominal pain and difficulty breathing. No harm requiring medical intervention was reported. The device will be returned for analysis.